Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failed to open. The or 2 drawer 3 was not communicating to open. The customer attempted rebooting and unplugging the unit, but none of the steps resolved the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the station, and noting was not detecting full height matrix drawer as closed. Verified drawer close sensor operation and diagnosed issue to failed sensor closure port input on drawer controller and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.